Event description:
It was reported that during an unknown kyphoplasty procedure, that the balloon ruptured while inflating it. A new balloon was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Functional analysis of the returned device was not possible, due to the presence of a hole on the balloon. The leakage on the balloon was too important to pressurize event very slightly the balloon. Water quantity infused or given pressure value in the balloon could not be obtained. Visual analysis confirmed the presence of a radial hole nearby the distal peak of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters and/or surgical tools during surgery.